Event description:
During a percutaneous left nephrostomy catheter placement with nephrostogram, the floppy end of an 0.018 "guidewire" was broken off in the posterior left perinephric and flank soft tissues of patient.